Event description:
An info pump with an 808:02 failure code that occurred during service. The hosp rep stated that there have been no reports of any pt incident involving this pump since the last baxter service event.